Event description:
The reported event occurred during reprocessing. There was no delay reported.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 14 years since the subject device was manufactured. Based on the results of the investigation, a definite root cause of the event could not be identified. However, it was likely due to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device parts had a broken objective lens, resulting in a blurry image. There were no reports of patient harm.